Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic navigation/communication cable was replaced along with the footswitch cable to restore functionality. Fdm: 10, fdr: 120, fdc: 4307 the cabling has not been received by the manufacturer for evaluation. Associated codes: fdm: 4114, fdr: 3221. Other relevant device(s) are: product ID: 9733624, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a catheter placement procedure, the user had issues with intermittent electromagnetic navigation and the footswitch being faulty on the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733597, serial/lot #: (B)(6): h3) the emitter cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products' information references the main component of the system. Other relevant device(s) are: product ID: 9660651r, serial/lot #: (B)(4). The emitter was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The reported problem could not be duplicated. The emitter unit was connected to a test system with the ent application for a multi-day burn-in test. Registration, tracking, and accuracy looked normal on all 8 tool ports. The manufacturer representative connected / disconnected the tools from each port multiple times and system remained functional. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.